Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer had failed. The field service engineer (fse) arrived on site and reported to the security checkpoint. After clearing the checkpoint, the fse proceeded to the pharmacy and met with the customer. Once an escort became available, the fse and the escort went to the station with the reported problem drawer. While demonstrating the failure, the fse removed multiple medications that were packaged in aluminum foil and laying on the row board connections. The drawer was removed, and all rear components were inspected. All cable connections were reset. After reinstalling the drawer into the main station chassis, the required diagnostic testing was successfully completed. Once the medication application launched, the escort successfully recovered the previously failed drawer and tested access to all pockets without any problems or failures. A proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a drawer failure, and the ¿required maintenance¿ message remained displayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.